Event description:
(B)(4). Same case as 2134265-2012-07591; 2134265-2012-07592 it was reported that during a coronary artery treatment procedure plaque shift occurred and following the procedure the patient experienced a myocardial infarction. The target lesion was a long lesion located in the proximal left circumflex (lcx) extending to the distal lcx with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. Prior to stent deployment, a 2.5 x 12 mm emerge balloon was brought near the proximal lcx and multiple inflations were performed. A 3.5 x 28 mm promus element study stent was then implanted. Following stent deployment, ivus revealed "eccentric deployment" of the stent. A 3.5 x 15 mm quantum apex balloon was used to perform post dilatation of the stent. It was apparent that there was some plaque shift into the ramus branch. A non -bsc wire was removed from this branch. A 2.5 x 12 mm emerge balloon was used to treat the ramus and additional angioplasty was performed. To maintain integrity of the stent implanted in the target lesion, a final inflation was then performed with a 3.5 x 15 mm emerge balloon in the proximal potion of the stent with an excellent result resulting in 0% stenosis throughout. Post procedure while in the recovery area, the patient developed chest pain and high lateral t segment elevation. The patient underwent a pci to the ramus that revealed a 90% stenosis with timi 3 flow. She was treated with a 2.5 x 20 mm promus element stent. Post procedure stenosis was 0% with timi 3 flow. The patient's chest pain and t segment elevation improved. The patient was discharged two days later on aspirin and plavix with no further complications reported.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that at the time of the event in (B)(6) 2012, ECG indicated possible ischemia. Cardiac enzymes were elevated consistent with myocardial infarction (troponin peak value: 0.962 ng/ml, uln = 0.03 ng/ml). Following post-dilatation using kissing balloon technique, residual stenosis was 0%. Also the proximal left circumflex was treated with kissing balloon technique with 0% residual stenosis.